Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated at a follow up. Technical services confirmed the correct programmer and version of software was being used. The cause of the inability to interrogate was not determined. The patient went to the implanting hospital, where the device was successfully interrogated. No device issues were observed. No adverse patient effects were reported.